Manufacturer narrative:
One thru-lumen catheter was received coiled in a circle without the packaging or the syringe. The evaluation included a visual examination and noting any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found ruptured near the distal windings. The rupture was 0.060" x 0.050" in size with the latex mounted to the catheter. The latex was removed from the catheter and laid flat. It was not possible to match up the edges of the latex at the rupture site, which measured 0.015" x 0.025" when the latex was removed. Both distal and proximal windings were found to be in good condition. The complaint was confirmed; however, there were no indications of a manufacturing nonconformance found during the evaluation. With such limited clinical information, it is not possible to determine if patient or procedural factors may have contributed to the event. No actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the balloon was tested with the syringe and when the catheter was inserted the balloon burst. There were no patient complications reported. No additional details were provided.